Manufacturer narrative:
Evaluation of the instrument confirmed that the ceramic tip is broken completely off the distal end of the shaft leaving the remnant piece inside of the sheath. The broken ceramic beak has a crack in it; this damage is possibly due to the beak making contact with a hard surface, causing an internal crack and resulting in weakness of material and breakage.

Event description:
Allegedly, the doctor was performing a turbt procedure when the ceramic tip of the resectoscope inner tube separated from the distal end and fell into the patient. The doctor quickly removed the tip and procedure was completed with no patient injury.